Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the sample is not available for evaluation, per the customer; therefore, the reported condition of "leaking" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that one (1) intermate lv 250 device was observed leaking inside of the housing by the patient during use. According to the customer, the device was filled with 250 ml of caspofungin (50mg in 250ml normal saline). There was no patient injury or medical intervention. No additional information is available.